Manufacturer narrative:
This report is submitted on 07 january 2020.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use resulting in explant of the device on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2020.

Event description:
The device was explanted as the recipient reportedly experienced non-auditory percepts. In-situ tests showed atypical measurements on multiple electrodes. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly.